Event description:
Customer reported the system is displaying regulator failed and charger failed errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended.